Event description:
It was reported that the when the surgeon attempted to sew using the megasuture cut needle driver instrument the needle would rotate in the jaws of the driver upon grasping the needle. The jaws were not grasping the needle tightly, causing the surgeon to have to release and regrasp the needle.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of the instrument grasping securely allowing the needle to spin. The instrument blades had mechanical indentations/burrs. The scissors did not fully close due to blade damage. One blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. Evidence not conclusive, but the mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damages were found on the instrument. Evidence not conclusive, but the mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The complaint is being reported due to the alleged issue of grip failure on the megasuture cut needle driver. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.